Event description:
It was reported that customer's insulin pump shut down without alarming. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.